Event description:
Information was received that a smiths medical portex bivona tts tracheostomy tube was "defective". No adverse patient effects were reported.

Event description:
Additional information was received from the patient's father reported the tracheostomy (trach) cuff kept deflating.

Manufacturer narrative:
Additional information received by manufacturer on 17december2018. Device evaluation summary (date evaluation provided by manufacturer 20december18): one tracheostomy device was returned for investigation. The device was leak tested and confirms the device cuff inflated, but immediately began deflating as air escaped from the airway line on the side of the shaft next to the neck flange. The device leak location was then examined under magnification and it was noticed that the airway line had been torn or cut away from the device shaft, which is where the air was escaping the device causing the cuff to lose air. Based on the investigation and evidence, the complaint allegation was confirmed. No problem source was noted.